Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to elevated pacing impedance on the right ventricular (rv) lead. This occurred at the time of maze and coronary artery bypass graft (CABG) procedures on the same date. The lead remains in use. No patient complications have been reported as a result of this event.